Manufacturer narrative:
H6- device evaluation: lens was returned dry, in a micro-centrifuge vial. There was residue/debris on product. Visual inspection found one of the haptics torn and residue and debris on lens. B5: the reporter indicated tha a 12.1mm, vtich12.1, -3.0/5.5/90 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem. Cause of event was unknown. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vtich12.1, 3.0/5.5/90 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. Low vault was observed, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.